Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 16 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged and bunched in a distal direction along the balloon. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found a break just distal to the distal end of the strain relief. Multiple kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11feb2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, 13mm x 3.0mm, concentric, de novo target lesion was located in a moderately tortuous and moderately calcified right coronary artery. Following predilitation with a 2x10 balloon, a 16 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage and shaft break.